Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella cp was returned for evaluation. The pump was visually inspected, and biomaterial was ingested at outflow, the purge gap, and wrapped around the impeller. Electrical resistance test was done, and all the motor phase values were within normal range. No other abnormalities were found. Data logs were reviewed and found a high motor current pump stop with flow saturation at the end. As per clinical information, the pump stop was seen after 9 hours implant and restart was unsuccessful. The cause of the pump stop issue was due to biomaterial wrapped around the impeller and outflow with saturated flow observed before high motor current pump stop based on field investigation and log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported male (unknown age and race) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Three hours after implantation, the pump stopped. The team attempted to restart the pump but they were not successful. The pump was explanted.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.